Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe was poorly packaged or not fully sealed. The following information was provided by the initial reporter, translated from dutch to english: several packages were poorly or not even fully sealed along all edges.

Event description:
It was reported that the bd emerald¿ syringe was poorly packaged or not fully sealed. The following information was provided by the initial reporter, translated from dutch to english: several packages were poorly or not even fully sealed along all edges.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-april-2023 . H6: investigation summary a device history record review was completed for provided material number 307736 and lot number 2212153. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, a non-sealed portion of the blister package was identified. It has been determined that this defect resulted from a misalignment in the unitary cutting system which cuts the blister packages by the cavity location.